Event description:
Received information: "the shower chair we have that broke whilst a y was sitting on the same. You will note that an "o" ring attaching the back rest has broken. We appreciate this is an old shower chair but are surprised that the o ring that attaches the back rest is made of plastic".

Manufacturer narrative:
This event occured in the united kingdom. Invacare gmbh is filing this report because the device is also marketed and sold in the u.s. Invacare gmbh has requested additional information in order to evaluate the event.